Manufacturer narrative:
Section b3 - date of implant and section d10 - therapy date was reported as an estimate as follow: " episodes date back to (B)(6) 2022".

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing noise resulting in automatic mode switch (ams) episode on the ra lead and pacing inhibition on both the ra and rv leads. Both ra and rv leads were capped and replaced on (B)(6) 2026. The patient was in stable condition.